Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-mar-2026, arthrex was notified via email of a published case study in the journal of isakos titled ¿iatrogenic suprascapular neuropathy secondary to drilling for superior labrum anterior posterior repair: a case report.¿ the publication described a case of suprascapular neuropathy occurring as a complication following arthroscopic slap repair. According to the case report, the patient developed persistent anterolateral shoulder pain, weakness of the supraspinatus and infraspinatus muscles, and limited shoulder function after surgery. Imaging suggested possible penetration of the posterior glenoid rim during anchor placement. Repeat arthroscopy later demonstrated the suprascapular nerve entrapped in dense fibrous tissue at the spinoglenoid notch. The authors proposed that drill penetration during anchor placement initiated an inflammatory response, leading to fibrous tissue formation and subsequent nerve entrapment. The patient had undergone arthroscopic posterior labral repair with capsulorrhaphy and arthrex 1.8 mm fibertak knotless suture anchors. After postoperative stiffness and persistent pain, the patient underwent arthroscopic lysis of adhesions, followed by continued symptoms. Diagnostic arthroscopy revealed synovitis, adhesions, bursitis, chondromalacia, and irritation of the suprascapular nerve. Neurolysis was performed to release the nerve from surrounding fibrous bands. Citation: sclafani s, oury j, schoofs e, mullen m, willard j, godshaw b, iatrogenic suprascapular neuropathy secondary to drilling for superior labrum anterior-posterior repair: a case report, journal of isakos, https://doi.org/10.1016/j.jisako.2026.101083.